Manufacturer narrative:
Patient weight: unknown/asked but unavailable. Date of event: unknown, asked but exact date is not known. The best estimate date provided as a week or two post (B)(6) 2022 (implant date). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient's left eye due to residual myopia and a toric lens rotation from 110 to 60 degrees. A suture was required, however, there was no patient injury. Another johnson & johnson diu225 lens (same model and lower diopter) was implanted as a replacement iol. The patient's post-operative outcome was not available. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 2/28/2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside a plastic bag stuck to a piece of gauze. Visual inspection under magnification revealed that the lens was received cut into three pieces, which is consistent with a lens that was handled during explant. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.